Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib (generator interface pcb) battery was evaluated and replaced. The 5vdc power supply was also evaluated, cleaned and adjusted to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.